Manufacturer narrative:
The mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: g0705] was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. Sample not returned for evaluation.

Manufacturer narrative:
Moss miami single innie final tightener (product code: 2797-12-600, lot numbers: g0705) was returned to the complaints handling unit (chu). Both the final tightener and the torque driver shaft featured a heavy degree of stripping of the hexlobes at their tips. Despite the level of wear, it is still evident that this damage has occurred in a manner consistent with the direction of rotation. This wear occurs only at the distal end of the drivers¿ tips, stopping roughly halfway down. This damage could potentially occur if the tightener and driver shaft are not fully inserted into and flush with the set screw during tightening. The torque is instead applied to a limited surface area, damaging their hexlobes in the process. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the final tightener and torque driver shaft stripping cannot be determined at this time. A potential root cause may be having them not fully inserted into and flush with their associated screws during tightening. This would cause torque to be applied to a limited surface area, damaging their hexlobes in the process. It has been noted that the torque wrenches used in this procedure were exerting an excessive amount of torque on the final tightener and the torque driver shaft which may have resulted in their tips stripping. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Expedium torques are stripped. May be due to incorrect calibration of handles.